Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up with the returned caps. The display showed a reddish contrast. The battery compartment was found to have cracked below the grip pad. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Audio and normal bolus were completed and recorded corrected. The pump delivery accuracy was within specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a discolored display and a cracked battery compartment. This report is made based on the results of investigation completed on (B)(4) 2015.